Event description:
The customer reported to olympus, the 4k autoclavable camera head exhibited scope communication error code e224 when scope plugged in. The event occurred during preparation for use, prior to an unknown diagnostic procedure. It was reported that the procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, rear cover packing peeling off, rear cover label faded, kink on cable near camera head, and error code when plugged was confirmed but image presented due to faulted cable. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the e224 error code -scope communication error (unable to recognize a subject). The investigation did not establish the root cause of the faulty cable. Olympus will continue to monitor field performance for this device.